Event description:
According to the reporter, customer had a third party performed the preventative maintenance, during the preventative maintenance procedure the blower flow failed. Customer contacted hmi to complete the repairs. Device's files will be emailed. Ventilator was inspected visually and physically. It was discovered the device had a standard hepa filter cover and a gray hepa filter. The nbc filter software was still active within the ventilator. The deactivation code for the nbc filter was entered, the blower flow test passed. Reset service timer, performed manufacture's recommended checks and calibrations. Device passed all checks and tests. No patient involvement. No indication that the complaint lead to death, injury or serious deterioration of the health of the patient and operator. Software version 3.0.3. Sn# (B)(6).